Manufacturer narrative:
Date of event was approximated to (B)(6) 2021, the date bsc was first made aware of the event, as no event date was reported. (B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an advantage fit system was implanted into the patient during a procedure. According to the complainant, the patient had a "reaction" to the sling after the implantation. Boston scientific has been unable to obtain additional information regarding the event to date despite good faith efforts.